Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, swelling, and infection which extended beyond the patch perimeter. The skin reaction occurred the same day the sensor had been inserted. The patient was taken to the doctors office and the skin reaction was treated with a prescription of an oral antibiotic, cephalexin 500mg 1 time per day for 4 days. There was no documentation of further medical intervention. No other details were documented. At the time of the report the patient was stable. Per medical review, this would constitute as a serious adverse event as there was a medical intervention (prescription of oral antibiotics for this specific skin reaction, cephalexin). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.